Event description:
The event was initially reported to the company (B)(6) 2010, but unfortunately did not get logged into the complaints system until (B)(6) 2010. It appears that the subject of concern within the various discussions with the lab/doctors focused on the patient's request for reimbursement due to costs related to "escalated testing". There does not appear to have been any conversation concerning the risk to health associated with an invasive test may have unnecessarily been performed. It was reported that the patient received an elevated plac test value in (B)(6) 2009. We are unsure of the actual value, but a narrative provided to us states it was >300 or >400 ng/ml. It was stated to us that this result triggered a series or progressively advanced cardiac tests and procedures, including a stress test and heart catheterization. The escalating testing was based on several other equivocal or borderline results, including the elevated plac test. This test is not indicated for use as a sole indicator of risk or treatment decisions.

Manufacturer narrative:
The patient sample and the reagent were not returned to the manufacturer, therefore, additional testing could not be performed. Although the sample was not available for additional testing, we believe the falsely elevated result may be due to a heterophilic interference as stated in recall z-1748-2010 thru z-1753-2010. The plac test reagent kit is a turbidimetric immunoassay or the quantitative determination of lp-pla2 in human plasma or serum on automated clinical chemistry analyzers, to be used in conjunction with clinical evaluation and patient risk assessment as an aid in predicting risk for coronary heart disease, and ischemic stroke associated with atherosclerosis. This test is not indicated for use as a sole indicator of risk or treatment decisions. We consider this to be our initial and final report concerning this issue. Through our investigation, it appears that the focus on financial reimbursement and the lack of discussion concerning any potential risk to health is the reason why this complaint was initially handled as a business issue and not a complaint. A CAPA was written to address that all product performance issues must be logged into the complaint database.